Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the available information. The reported failure was confirmed. Based on the complaint information, it was determined that the product was not used in accordance with the IFU. The event is preventable by handling device in accordance with the following IFU. The event was not caused by manufacturing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the forceps plug was incorrectly reprocessed. There was no patient involvement.